Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller suspects delivery inaccurate by device. She says the piston is getting slow when the cartridge is around 140 units. She is not trusting the pump is administering enough insulin. No adverse event alleged. A request was made for the return of the device.